Event description:
On (B)(6) 2011 the home patient called in with questions regarding therapy. The patient mentioned that he had a fibrin clot about a month ago and had peritonitis and went to the hospital. On (B)(6) 2011 product surveillance contacted the facility to speak with the peritoneal dialysis nurse regarding this patient's peritonitis case. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was treated with antibiotics and is recovering. The nurse did not believe that the peritonitis was caused by baxter products or the therapy, but it was a result of a hospital visit for the patient's radiation therapy. The patient has end stage renal disease. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was for a report of peritonitis in which no device malfunction or use error was reported. The complaint was not confirmed and the cause was not identified because a device malfunction was not identified, the sample was not returned for evaluation, the batch review revealed no issues, and the home patient did not report any type of use error that might have led to the issue. A review of all batch record documents was performed h11h26138 and h11h24075 with no issues noted during the manufacturing process. There were no deviations from standard procedure.